Manufacturer narrative:
(B)(4).

Event description:
It was reported ", the catheter inserted into the patient. Resistance was encountered when advancing the catheter into the body after the guidewire was positioned, and upon balloon placement, no pressure was displayed in the central lumen. The procedure was completed after change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample (18f24m0045). Additional information obtained from a teleflex representative indicates the re-turned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the one-way valve was teth-ered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syri nge. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifi-cations prior to release. The reported complaint for "resistance was encountered when advancing the catheter into the body" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed visual and functional test specifications. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported ", the catheter inserted into the patient. Resistance was encountered when advancing the catheter into the body after the guidewire was positioned, and upon balloon placement, no pressure was displayed in the central lumen. The procedure was completed after change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".